Event description:
It was reported that during a bowel resection procedure, the device would not click; it only fired halfway. The device pierced the bowel on the posterior side. Another device was used to complete the procedure; this device fired fine. No adverse consequences reported. The device is not being released at this time.

Manufacturer narrative:
(B)(4).: information was not provided by the initial contact. Account will not release device for analysis additional information: was the procedure done open/laparoscopically? Bowel resection, open. What device was used for the proximal and distal transection? Asku. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Asku. Was the spike of the trocar inserted lateral or through the staple line? Lateral to staple. What confirmation did the surgeon receive that the anvil was firmly attached? Yes . When the device was fired, where was the indicator within the green zone/gap setting scale? Could not close down all the way. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Near. How did you confirm the device was fully fired? No click or crunch heard nor felt. Were any unexpected noises heard? Unknown. Were any of the forces higher or lower than expected? No. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? Did not check donuts once it was realized that the device only fired halfway. Did the operation change significantly as a result of the device issue? Patient had more bowel removed. What is the patient's age and sex? Unknown. Did a hcp other than the primary surgeon fire the instrument? Surgeon. Was there a recent conversion to ees devices in this account or with this surgeon? No. Additional information was requested regarding the response provided above which states, "patient had more bowel removed." However, following multiple attempts, no more information has been received. Should additional details be obtained, a supplemental medwatch will be sent. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.